Event description:
It was reported that during infusion the pump experienced a system failure. There were patient involvement and no harm reported. However, if the event reoccurs, it could interrupt therapy and potentially impact patient.

Manufacturer narrative:
B3. Date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.